Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant procedure of transcatheter bioprosthetic aortic valve mild paravalvular leak (pvl) was identified. Patient symptoms and treatment were not reported. Approximately 7 years and 10 months following the implant of the transcatheter bioprosthetic aortic valve moderate hemodynamic structural valve deterioration of predominant aortic stenosis specific to an increase in the mean gradient >=10 millimeters of mercury (mm hg) from baseline and a mean gradient >=20 mmhg. Patient symptoms were not reported. The valve condition was being further evaluated.

Event description:
Additional information received indicated the patient presented to the emergency department with shortness of breath and worsening dyspnea on exertion. The dyspnea on exertion had acutely worsened within 2 weeks of the report of this event. New chest pressure developed. Heart failure with a preserved ejection fraction was reported. Intravenous diuretics were administered. Further, aortic valve leaflet thickening was identified. The non-coronary leaflet was immobile. There was relative prolapse of the right and left coronary leaflets. There was moderate-severe aortic stenosis. The peak and mean aortic valve prosthetic gradients measured 50 mmhg and 29 mmhg, respectively. The dimensionless index was 0.24. Severe aortic regurgitation was holodiastolic. The origin of the valvular regurgitation originated between the commissures with the largest component coming from the left and right commissure. There was diastolic flow reversal in the descending thoracic aorta. The physician referred this patient for a surgical aortic valve replacement. As reported, approximately 1 month following onset of the event, the transcatheter valve was explanted and replaced with a surgical valve. The event was reported to have resolved with no sequelae the same date as this surgical revision.

Manufacturer narrative:
Updated data: b1, b2, b5, d6b, h1, h6 note: the new information provided supports the update of a malfunction report to serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.